Event description:
It was reported the device was used during a sigmoid resection. It was reported the staple line with fecal contamination of peritoneal cavity resulting in altered surgical plan and temporary colostomy. Pt received temporary colostomy. Pt will require a second operation as a result of staple line disruption. Device was returned to rep without staple cartridge. 11/7/97 the surgeon, sent a letter stating a staple line failure with the linear cutter. Due to spillage of stool he performed a hartman procedure. Co called his office asking if the specimen containing the staple line might be available for co's inspection. The surgeon's office returned call and stated the specimen had been discarded after pathologic examination and the staple line is not recoverable.

Manufacturer narrative:
Dr sent a letter stating a staple line failure with the linear cutter. Due to spillage of stool he performed a hartman procedure. Co called his office asking if the specimen containing the staple line might be available for our inspection. His office returned call and stated the specimen had been discarded after pathologic examination and the staple line is not recoverable. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #976337. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged disengaged; cartridge batch number: not returned; cartridge position: not returned; firing knob position: back/partial partially back; hook latch position: open/closed closed; intstrument halves: joined/separate joined; knife condition: good. Functional tests & results: intrument safety lockout properly, yes; staple heights conforming, yes; staples fire properly, yes; staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was received in good condition. Cartridge was not returned for analysis. Instrument was fired with a reload cartridge and it fired and formed all staples as desinged. Staple heights and staple formation were evaluated and were found to be conforming with respect to mfg requirements. It could not be determined as to why staple line reportedly leaked. Mfg and engineering have been notified of reported incident.